Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that usb cable was loose and would fall out of the usb port. There was no reported adverse impact to customer's blood glucose level. Replacement cable was sent to the customer.